Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_ext, product type: extension. Product ID: neu_unknown_ext, product type: extension.

Event description:
A health care provider (hcp) reported via a manufacturer representative that an impedance issue occurred after the patient fell on their head. No further patient complications were reported.

Manufacturer narrative:
Mfg site ID was updated to 9614453. Additional review determined the following. Device code was not related to this event: (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that impedances were measured to be high. Electrode pairs c-8, c-9, c-10, 8-9, and 8-10 on the right side and c-0 on the left side were measured to be high. Therapy impedances were measured to be within normal limits. The implantable neurostimulator (ins) was programmed to c+, 3- at 4.0 v, 60 usec and 130 hz on the left side and c+, 11- at 3.9v, 60 use c and 130 hz.

Manufacturer narrative:
Other applicable components are: product ID: 3389, lot:# unknown, implanted: (B)(6)2014, product type: lead, product ID: 3389, lot# unknown, implanted: (B)(6)201, product type: lead, product ID: 37086, serial# unknown, implanted: (B)(6)2014, product type: extension, product ID: 37086, serial# unknown, implanted: (B)(6)2014, product type: extension additional review determined the following: patient code was not related to this event: (b))(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that impedances were out of range. The patient experienced a fall and hit their head at the burr hole site. A revision to test the extensions and leads was planned for (B)(6)2017. The patient was receiving therapy, but felt intermittent funny sensations. The issue was not resolved at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that both of the leads were found to be out of range. Both were replaced and the system was fine afterwards.